Event description:
International complaint received from baxter customer reported that the set was being used in infuse primary solution (5% dextrose with saline) on a pt the tubing disconnected from the luer lock adapter. The seal between the tubing and luer lock piece appeared weak. The clinical staff had to re-puncture the pt. There was no reported pt injury or medical intervention. No additional info is available.